Event description:
During a hysteroscopy procedure, a small piece of the sheath came off in the patient. The piece was retrieved with another instrument without any consequences to patient. There was no delay in surgery. There was no incident report made by the facility.

Manufacturer narrative:
A complete evaluation and any additional information will be submitted as a follow-up report at a later date.